Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited chronic high thresholds, and undersensing. The ra lead was explanted and replaced. It was also reported, during the ra lead explant, the rv lead dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.